Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The serial number of the (B)(6) analyzer was requested, but not provided. The patient's sample was provided for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii, elecsys anti-tpo, and elecsys anti-tg on a cobas e 801 analytical unit and a cobas e 411 analyzer. This medwatch will apply to the anti-tg assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 assay and refer to the medwatch with a1. Patient identifier (B)(6) for information related to the anti-tpo assay. The sample resulted in the following values when tested on the e 801 analyzer: ft3 = 28.4 pmol/l anti-tpo = > 600 iu/ml. Anti-tg = > 4000 iu/ml. The sample resulted in the following values when tested on the e411 analyzer: ft3 = 8.7 pmol/l anti-tpo = 230.4 iu/ml. Anti-tg = 200.1 iu/ml.

Manufacturer narrative:
Investigations performed with the patient's sample determined that it contains an interfering factor against the streptavidin component of the ft3, anti-tpo, and anti-tg assays. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."